Event description:
The customer reported the ac power module was not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module was not working. There was no reported patient involvement. The customer tried another ac power module and it worked. The ac power module was not available for evaluation. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module.